Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated at the service center. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The reported complaint could thus be confirmed. It is mentioned in the reported complaint that the unit was damaged due to downfall. This indicates that the unit might have been dropped and caused the failures. The following repair activities were performed: defective motor and the defective motor cable was replaced. The shaft locking was found to be defective and was repaired. The defective o-rings were replaced. The unit was cleaned. Functional tests and electrical safety test were performed according to the test procedures. The device was fully repaired. Further, a review into depuy synthes mitek complaints system revealed two dissimilar complaints for this serial number with the product code. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported that the unit is defective. It was damaged by downfall and the suction toggle was broken. The problem was discovered pre-operatively and there was no surgical delay. The unit was sent for repair and to check for other faults.the device was received at the service center and upon investigation, it was found that the shaft locking is defective.